Event description:
As reported by the user facility. Overinfusion / wrong volume: the perfusor space delivered the drug faster than allowed by the customer.

Manufacturer narrative:
Exemption number: (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The actual device will not be returned to (B)(4) for investigation, however, the pump history logs are available for eval. The MFR's eval has not yet been completed. A f/u report will be filed when add'l pertinent info regarding the investigation becomes available.